Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited false pause episodes. No intervention was performed. The patient was in stable condition. The implantable cardiac monitor will be further monitored.